Event description:
The customer reported there were problems with the wires on the system. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the connection cable, plug base, mylar, and pedal. The system operates as intended.